Event description:
The hcp reported that a catheter break "near the intrathecal space" was noted last week and the patient will be undergoing revision. The patient had a prior revision after breakage approximately 6 months previous to this. No patient symptoms were reported at this time. A follow-up report will be sent if additional information becomes available to us.